Manufacturer narrative:
(B)(4): product passed wet testing. Both transducers pass 0.0 mmhg reading and raw output test but fail high pressure test. Transducers should read 500 mmhg +/-10 mmhg when high pressure is applied. Transducer p1 (B)(4) reads 516 mmhg and transducer p2 (B)(4) reads 511 mmhg. Both transducers are slightly out of spec. Pressure and flow performance was normal during 24 hour wet test despite failing high pressure test spec.(B)(4)

Event description:
Day tubing was used in the knee scope procedure. At the end of procedure, when the surgeon/nurse removed the drape from the patient, they noticed the extravasation and the excess fluid was removed and patient went on to recovery. There is no other information available regarding the pressure or flow rate settings . Customer has requested to send back this pump and get a replacement.